Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 25-sep-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that clinician told him lead was buckled and needed to be straightened out. Per patient, implanting neurosurgeon will perform surgery to straighten out/unbuckle the lead. Patient states efficacious therapy from spinal cord stimulation from a 10+ down to a five. He states he has been able to wean off almost every oral opioid since by scs implanted except for being nervous buprenorphine <(>&<)> oxycodone. Surgical intervention planned on (B)(6) 2022. Per dr. (B)(6), existing surgical lead implanted c1-3 has "buckled" and is pressing against the spinal cord, causing cervical myelopathy. Plan is to surgically access the lead site and flatten the lead so it is no longer buckling against the spinal cord.

Event description:
Additional information was reported that the patient's surgical lead revision done today (2022-apr-18). The ins was turned off prior to surgery. After exposing implanted leaving at cervical site, sutures were removed from the existing lead anchor and the lead was pulled down in a cephalosporin direction 1 cm then lead anchor subsequently re-anchored. Top of lead was previously at c1; after revision top of lead is at middle of c1. Impedance checks performed and all within normal limits. The patient stated he was getting effective pain coverage from his existing groups and neurosurgeon instructed patient to turn ins back on tomorrow with his controller when he was more awake. The rep met with patient on (B)(6) 22 to program the ins after lead revision surgery was performed, when the patient was awake and had turned his scs on the following morning. Fluoroscopic images lead revision suggests surgical lead is off center right of midline. The patient is getting effective stimulation in his areas of chronic pain in the right shoulder and right arm but is not capturing left shoulder nor left arm. Increasing pulse widths in 3 groups from 580-760s to maximum 980-1000s did not result in perception of stimulation in the left side of body, nor did various programming arrays of the 16 electrodes, nor did changing milliamps, nor did changing rates. Implanting neurosurgeon has been informed of the above.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the neurosurgeon was unable to position lead midline; after multiple attempts intra-op, lead remained right of midline. The patient¿s stimulation was not covering the left side of his body. The neurosurgeon verbalized possible scar tissue may have caused inability to position lead midline. The actions taken to resolve this issue is multiple reprogramming attempts were unsuccessful to capture left side. The issue has not been resolved. The rep noted that ¿the lead was pulled down in a caudal direction¿ not cephalosporin.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the cause was not determined.